Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient experienced a skin reaction characterized by irritation, redness, and localized inflammation/swelling involving an unspecified area of the skin. The patient also noted that the entire arm appeared puffy. The reaction occurred on an unknown day following insertion of the sensor in the arm. On (B)(6) 2023, the patient consulted her physician and was prescribed oral prednisone (dosage not provided) to be taken once daily for 10 days, as well as an unspecified topical steroid ointment for 10 days. At the time the report was received, the patient stated that the affected area had completely healed, with no residual scarring. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.